Event description:
During a spinal procedure, the tip of the screwdriver broke off.

Manufacturer narrative:
The device was discarded at the hospital. Photographs were not provided. The reported event could not be confirmed. The lot number was not provided; therefore, a review of the device history record could not be performed. Based on the information available, a definitive root cause could not be determined. Alphatec spine, inc. Is submitting this report in compliance with FDA regulations under 21 cfr 803. All relevant and available information was included to the best of our knowledge at the time of this submission. Any fields left blank reflect information that was not known or not provided.